Manufacturer narrative:
Patient weight unavailable. Device model number, lot number, expiration date unavailable. Device 510k number unavailable because model number unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove three leads: a right atrial (ra), right ventricular (rv), and a capped rv lead due to a pocket infection from a recent generator change. The active spectranetics lead locking devices were inserted into each lead to act as traction platforms to aid in lead extraction. The active rv lead was removed with manual traction only, with no issues. The physician then began using a spectranetics 14f glidelight device to attempt extraction of the capped rv lead. He met stalled progression in the brachiocephalic area. The decision was made to upsize to a 16f glidelight device where slow progress was made all the way down the lead where it released with no hemodynamic changes. Attention was then turned to the ra lead using the 16f glidelight, then downsizing to the 14f glidelight when the patient's blood pressure dropped. The blood pressure seemed to stabilize, however; anesthesia did notice a small effusion on transesophageal echocardiography (tee) and the patient's blood pressure was monitored for approximately 15 minutes. At that time the decision to perform a sternotomy was made. A tear in the rv apex was discovered, the location in which the team believed the rv lead tip was. All leads were successfully removed and the tear was repaired successfully as well. The patient survived the procedure. There was no alleged malfunction of any spectranetics devices in use during the procedure.